Event description:
It was reported that for the past 2-3 years, the ins was moving through the skin; the pt was in a lot of pain. She also never had therapeutic effect and thought the device was defective-it never worked. When the device was checked a year before she was told the battery was dead. Further info is being requested from the hcp.